Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to high, out of range, pacing lead impedance and high capture threshold. Patient was stable after the event.